Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
A physician reported that he received a high impedance warning message upon interrogating an implanted vns system that was implanted just over 2 months prior. Subsequent system diagnostic testing indicated high impedance, over 10,000 ohms. A clinic visit roughly 2 weeks prior revealed a normal impedance value of 3,006 ohms. The physician was advised to disable device output and obtain lateral and ap x-rays to check for lead fracture or pint insertion issues. Subsequent information was received indicating that replacing the pulse generator solved the high impedance situation. Pre-operative interrogation on the date of surgery indicated an impedance of 9,760 ohms. During surgery the header was visually examined and no anomalies were noted in or on the device header. The lead was unplugged, cleaned and reinserted into the original generator twice but each time the impedance measured via system diagnostics was greater than 10,000 ohms. A new pulse generator was attached to the existing lead and an impedance of 2, 500 ohms was measured. The lead impedance was evaluated 3 additional times and each time indicated an impedance of 2,500 ohms. The patient's lead was not replaced. A test resistor was not used to evaluate the explanted generator's ability to accurately measure lead impedance. The explanted pulse generator was discarded by the explanting hospital. Device manufacturing records were reviewed and no unresolved nonconformances were noted prior to device shipment.